Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and when removed, the proximal edge of the stent strut was found to be flared. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis .a visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and when removed, the proximal edge of the stent strut was found to be flared. The procedure was completed with another of the same device. There were no patient complications reported.